Manufacturer narrative:
Correction to the initial MDR should have been (B)(6) 2017.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg and lead replacement procedure. The reason for the lead replacement was unknown.

Manufacturer narrative:
Additional information was received that the reason for patients revision was to add two new leads to get adequate stimulation and to place the new leads in a better position. Device malfunction was not suspected.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg and lead replacement procedure. The reason for the lead replacement was unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50 cm.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg and lead replacement procedure. The reason for the lead replacement was unknown.